Event description:
Pt underwent uneventful lasik ou using the fx500 and the fs200. Presented (B)(6) 2014 with ucva 20/20 od, 20/15 os, sle normal ou. Pt describes "rainbow colored bars" os only. MFR ref# 3003288808-2014-01780.